Manufacturer narrative:
The lens was returned in a specimen cup. Viscoelastic was observed on the lens and haptics. One haptic was broken with a portion retained in the insertion area. The second haptic had been pulled from the optic. Both haptics had bulbous tips, which verified a weld was conducted during the manufacturing process. Both haptic distal tips appeared to be melted as if they were touched to a hot surface (part of yamane technique). The optic was cracked in both haptic insertion areas. The optic was also cut across the center typical of a lens removal. A non-qualified cartridge was indicated used with company handpiece and viscoelastic. The company lens is only qualified for use with the company cartridges. The root cause for the reported haptic damage could be contributed by a failure to follow the instructions for use (IFU). One haptic was broken-gusset area and one haptic was pulled out of the optic. A non-qualified cartridge was indicated. The company lens is only qualified for use with the company cartridges. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The damage may also be related to the yamane technique used. The technique involves externalization of the haptics using needles. It also involves cauterization of the haptic tips to make a flange to prevent the haptics from prolapsing. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received as it appears that after the explantation of the lens, observed induced astigmatism in the patient and the incision had to be widened to 3.75mm at the limbus using the first incision to remove the implant.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported following an intraocular lens (iol) implant procedure, the slit lamp revealed that a lens haptic had broken. The lens was explanted and replaced with non company lens in a secondary procedure. Additional information was requested, but no further information is available.